Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy d.a.s.h. Sphincterotome. (Note: this sphincterotome is provided with a pre-loaded wire guide.) The user encountered resistance advancing the sphincterotome over the wire guide. The sphincterotome and wire guide were removed from the endoscope. After removal, it was noted that the coating of the wire guide tip separated near the distal end but did not detach from the wire guide. Another sphincterotome and wire guide were used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report of wire guide coating separation at the distal end. The wire guide coating has folded back, exposing 3.8 cm of the inner core wire. The coating did not detach from the wire guide. No portion of the wire guide coating is missing. No other damage to the wire guide was observed. Dried contrast is present inside the wire guide lumen of the sphincterotome. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: our lab eval confirmed dried contrast is present inside the wire guide lumen. This could have contributed to this observation. A contrast filled wire guide lumen of the sphincterotome may cause resistance during advancement or removal of the wire guide. The instructions for use for this sphincterotome system direct the user to flush with sterile water. The user is instructed to keep the wire guide wet for best results. Inadequate flushing of the wire guide could have contributed to resistance due to the dried contrast. If add'l pressure is applied to the wire guide during use or general handling, the coating of the wire guide may become compromised. Prior to distribution, all dash sphincterotomes undergo a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. No further action is warranted at this time because this may be related to the operational context of the wire guide (dried contrast inside the wire guide lumen of the sphincterotome). The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.